Manufacturer narrative:
The sample was lithium heparin plasma that was centrifuged for 5 minutes at 5000 rpm. The sample was aspirated from the primary collection tube via cta (closed tube aliquotter). Qc was within the established ranges prior to and after the event. A system check was performed on (B)(6) 2011 and met the specifications. There was no error posted to the event log. Service was not dispatched for this event. A definitive root cause for this event has not been determined.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a troponin (accutni) result within the risk stratification range generated by unicel dxc 600i access 2 immunoassay system for one patient. The result was reported out of the laboratory. Subsequent testing produced results within the normal reference range. There was no report of death, injury, or change to patient treatment in connection with this event.